Manufacturer narrative:
The examination light was evaluated by a hillrom technician. It was identified a metal plate was broken which caused the light head to detach. Upon further engineering investigation it was concluded, the metal plate broke due to an overload (e.g. Collision, mishandling). A material of design defect was not identified. The device was repaired by a hillrom technician and is functioning as designed. Based on the investigation results no further actions are necessary.

Event description:
The customer alleged, the light head dislodged from the spring arm and was hanging on the cables. No injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
A trumpf medical service technician was dispatched to evaluate the light system, however, a technician has been unable to access the device for further investigation and possible device return. No further information is available at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The customer alleged, the light head dislodged from the spring arm and was hanging on the cables. No injury reported. This report was filed in our complaint handling system as complaint # (B)(4).